Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said their handset was very slow and the doctor and the rep had suggested to call and get a new remote. Pt said since implant ins has not been successful for them, it's been maybe 20% effective and they have had 2 revisions. Pt said they have to keep the level super duper low or it vibrates . Pt was calling for equipment assistance and was successful to use their equipment and make a therapy adjustment confirming the equipment was working as expected.